Manufacturer narrative:
The returned product was evaluated and found the suggested bolus is based on the carbohydrate intake reported by the patient. It could not be determined how many carbohydrate intake the patient had consumed prior to bolus. No problems were found with the suggested bolus calculation from the pdm (personal diabetes manager) based on the number of carbs reported by the patient. Based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg (blood glucose) meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient had to go to the hospital due to his blood glucose (bg) reading greater than 13.9 mmol/l (250 mg/dl). At the hospital, they assisted him with a correction bolus delivery and bg levels. They also did a bg comparison with the patient's omnipod personal diabetes manager (pdm) and the hospital¿s bg meter and bg levels were reading correctly. They put in a bolus of 0.85 units of insulin but the patient received 1.2 units instead, which led them to believe pdm's bolus delivery was incorrect.